Event description:
The customer reported via phone call that the sensor cannula was kinked and caused him to have a blood glucose level between 400 and 500 mg/dl. The customer also reported that the sensor came loose. Customer treated the high blood glucose level with a manual injection and declined troubleshooting. The sensor will not be replaced or returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.